Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient present with a dislocated hip. Upon revising the components, it was noted that the hip prosthesis (accolade tmzf) was damaged. The neck taper was visibly defective as it was sheared down to a point. The stem was removed and the hip was revised. The patient and surgeon both asked for this to be documented. Right hip. Update: "the head stayed in the liner but the neck of the stem came out of the head."

Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: the device was not returned, however, a photograph was provided for review of the associated stem. There is evidence to suggest tapering of the neck of the stem which would result in head disassociation. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was confirmed as a photograph was provided for review of the associated stem. There is evidence to suggest tapering of the neck of the stem which would result in head disassociation. Further information such as lot details, device return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient present with a dislocated hip. Upon revising the components, it was noted that the hip prosthesis (accolade tmzf) was damaged. The neck taper was visibly defective as it was sheared down to a point. The stem was removed and the hip was revised. The patient and surgeon both asked for this to be documented. Right hip update: "the head stayed in the liner but the neck of the stem came out of the head."